Event description:
On (B)(6) 2014 - pt underwent left total knee replacement due to severe degenerative osteoarthritis of the left knee. On (B)(6) 2015 - pt underwent surgical procedure left total knee arthroplasty revision due to pain with her implant of (B)(6) 2014.